Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a linx device removal was scheduled for friday 26th july. This removal is not for any issue regarding side effects with the patient. The patient requires a high-resolution MRI scan for an unrelated issue and therefore deem it safer to explant.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2019. Additional information was requested, and the following information was received: was the device removed on (B)(6) 2019 yes what is the device product code, lot number and serial number (if applicable)? Information not available will the device be returning for analysis? No please confirm if there were any patient consequences associated with the explant procedure. No patient consequences, surgeon reported patient is doing well.